Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call to have received a compromised forced sensor alarm during priming. Customer's mother states that insulin was squirting out when attempted to prime. Customer's mother states drive support cap was sticking out. Customer's blood glucose was 277 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to loose protruded drive support disk. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on the display window noted.